Manufacturer narrative:
Additional information: b5, d9, g3, h3, h6 ¿ the complaint allegation is confirmed. ¿ one unpackaged ar-6410 serial/batch number 85056336 was received for investigation. ¿ functional testing was performed by connecting the device to a known-good ar-6480. The results indicated that the pump was experiencing pressure issues and was deemed unusable. ¿ visual inspection noted no known problems or deformities with the tubing. ¿ the most likely cause is attributed to user error associated with disconnecting and reconnecting the tubing, which may result in pump pressure errors.

Event description:
Additional information: the procedure was completed successfully by using a new product of the same part number.

Event description:
On 30-mar -2026, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-6410 tubing had no fluid flow. This occurred during use in a case with no patient effect.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.